Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a filter retrieval procedure in which a cloversnare 4-loop vascular retriever was used, another manufacturer's wire guide separated and remains in the patient. The other manufacturer's filter was placed in (B)(6) 2021. During the retrieval procedure, the physician was attempting a wire loop-snare technique through an unspecified cook 16 french, 45-centimeter sheath. The other manufacturer's 0.035-inch, 260-centimeter wire was snared, and while pulling the device through the sheath, the wire separated. The separated segment of the wire was noted on imaging. The procedure was stopped due to the length of the procedure, as the patient had received 6 mgy of radiation. The filter was not retrieved. Reportedly, the physician felt that the wire fragment would not mobilize; therefore, it was left in the patient. The physician performing the procedure will consult with the referring physician. There has been no alleged malfunction of any cook device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during a filter retrieval procedure in which a cloversnare 4-loop vascular retriever was used, another manufacturer's wire guide separated and remains in the patient. The other manufacturer's filter was placed in november of 2021. During the retrieval procedure, the physician was attempting a wire loop-snare technique through an unspecified cook 16 french, 45-centimeter sheath. The other manufacturer's 0.035-inch, 260-centimeter wire was snared, and while pulling the device through the sheath, the wire separated. The separated segment of the wire was noted on imaging. The procedure was stopped due to the length of the procedure, as the patient had received 6 mgy of radiation. The filter was not retrieved. Reportedly, the physician felt that the wire fragment would not mobilize; therefore, it was left in the patient. The physician performing the procedure will consult with the referring physician. There has been no alleged malfunction of any cook device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 25jul2022. Excessive force was used while pulling on the wire and snare. All components of the complaint device were used; however, per the customer, the complaint device did not cause or contribute to separation of the other manufacturer's wire, as the physician had switched to another manufacturer's snare when the wire snapped. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, a photo was provided, showing the portion of the competitor¿s wire left in the patient. Per the reporter, there was no malfunction of the cook device. A document-based investigation evaluation was performed. No non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU cautions that excessive force should not be used to manipulate or retrieve foreign objects. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event. There has been no evidence that the cook device malfunctioned. Per the customer, excessive force was used during the filter retrieval. The IFU for the complaint device warns against use of excessive force during manipulation or retrieval of foreign objects. The risk analysis was reviewed, and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 25jul2022. Excessive force was used while pulling on the wire and snare. All components of the complaint device were used; however, per the customer, the complaint device did not cause or contribute to separation of the other manufacturer's wire, as the physician had switched to another manufacturer's snare when the wire snapped.